Event description:
Customer reported blood glucose results of 300 mg/dl, 200mg/dl and 130 mg/dl within 10 minutes on the active s system. Customer reported symptoms of hyperglycemia, no treatment reported. No adverse event reported. A request was made for the return of the system, replacement was sent.